Event description:
It was reported that the 9600 system had a regulator failure error during a case. The 9600 system had to be removed, and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation.